Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post op check, a loss of capture was observed on the atrial lead. Imagining revealed that the lead had become dislodged. The patient was asymptomatic. The lead was successfully repositioned.